Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("someone asked me if I was pregnant") and weight loss poor ("I can't lose weight with essure"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown and the weight loss poor had not resolved. The reporter considered abdominal distension, medical device removal and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: abdominal distension, inability to lose weight. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: two fu's processed together: content from social media: new events medical device removal and inability to lose weight were added. On 23-mar-2020: two fu's processed together: social media content received: new event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("someone asked me if I was pregnant") and weight loss poor ("I can't lose weight with essure"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown and the weight loss poor had not resolved. The reporter considered abdominal distension, medical device removal and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, inability to lose weight. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: two fu's processed together: content from social media: new events medical device removal and inability to lose weight were added. On 23-mar-2020: two fu's processed together: social media content received: new event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.